Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. It was noted that the cartridge was filled with 300 units. Reportedly, the user acknowledged that overfilling was a possibility. The user's blood glucose level was 128 mg/dl. It was confirmed that the user reloaded the cartridge successfully and resumed insulin delivery.